Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the patient's physician, it was reported that the patient experienced infections at the implant site. Subsequently, the patient was treated with topical antibiotics and topical steroids (dates and duration of treatment not reported). The patient continues to be clinically managed by their healthcare provider.